Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she fell on (B)(6) 2015 and hurt her back. The patient was in a lot of pain and could barely walk. This was considered a sudden change in symptoms. The patient needed an MRI of her back, as the x-ray did not show anything. The MRI was not related to the device. The patient was only allowed to get an MRI of the head done. Indications for use include non-malignant pain and failed back surgery syndrome. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.